Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection and low blood sugar. The patient stated they woke up in a cold sweat and lost signal on the dexcom continuous glucose monitor (cgm) receiver and their mobile device. The patient checked their blood glucose (bg) that was reading 2.2 mmol/l. The patient treated himself with glucose juice. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed. A root cause could not be determined via data. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.